Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was above 500 mg/dl. Customer was in emergency room due to high blood glucose. Customer experienced symptoms such as abdominal pain. Customer was treated with intravenous drip, insulin pump and manual injection. Customer stated infusion set cannula was bent. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. The insulin pump will not be returned for analysis.